Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that pre-discharged, the lead showed loss of left ventricular capture and the impedance was high. A left ventricular lead insertion was revised with a second surgical procedure and the lead remains in use. No patient complications have been reported as a result of this event. On (B)(6) 2011, it was further reported from follow-up information that there was a connection issue/set screw between the lead and the device. Therefore, the second surgical procedure was to fix the loose header block connection. It was later reported that the left ventricular lead also had unacceptable thresholds and that the loose set screw of the device had caused the elevated pacing thresholds in the lead. The patient is participating in an "attain success" clinical study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that pre-discharged the lead showed loss of left ventricular capture and the impedance was high. A left ventricular lead insertion was revised with a second surgical procedure and the lead remains in use. It was further reported from follow-up information that there was a connection issue/set screw between the lead and the device. Therefore the second surgical procedure was to fix the loose header block connection. Both the lead and device remain in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient went to the emergency room due to shortness of breath. Interrogation of the device indicated that there was possible high left ventricular (lv) lead thresholds and occasional p-wave undersensing on the atrial lead during arrhythmia. Both leads remain in use and company representative was notified for further evaluation. No further patient complications have been reported as a result of this event.

Event description:
It was reported that pre-discharged the lead showed loss of left ventricular capture and the impedance was high. A left ventricular lead insertion was revised with a second surgical procedure and the lead remains in use. No patient complications have been reported as a result of this event.